Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome leaks air when in use. The issue has been noticed during inspection at the hospitals sterilization and disinfection department. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). Visual inspection found minor wear and tear from use. Functional testing was performed by connecting the hose to an air dermatome and an air source. No air leak was found and the dermatome functioned properly. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.